Event description:
The physician reported oversensing relative to the subject lead and that of the atrial lead. A reintervention was performed to correct the issue and an insulation failure was identified on both leads at a location of intersection. The subject lead was explanted and replaced. The physician also noted that there was a recent ICD replacement ((B)(6) 2015) and each lead was reconnected and left implanted.

Event description:
The physician reported oversensing relative to the subject lead and that of the atrial lead. A reintervention was performed to correct the issue and an insulation failure was identified on both leads at a location of intersection. The subject lead was explanted and replaced. The physician also noted that there was a recent ICD replacement ((B)(6) 2015) and each lead was reconnected and left implanted.

Manufacturer narrative:
The implant date was approximated to be "2007."